Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.